Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported there was no phacoemulsification in the vacuum mode. The system displayed a system message. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported events. The system was then tested and met all product specifications. The system was manufactured on september 28, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).